Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-08103. It was reported that the patient expired due to unknown causes while admitted to the hospital. During hospitalization, the device was interrogated and revealed episodes of noise reversion and high ventricular rate. There is no allegation that any abbott device caused or contributed to the patient's expiration.

Manufacturer narrative:
The device was received for evaluation at normal range of operation. Functional analysis of device was performed, including sensitivity and noise test, and no anomalies were noted. Further analysis of the device header of right atrial and right ventricular channels did not reveal any anomalies. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.